Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed button error due to moisture damage on the keypad traces. The device was received with cracked display window, cracked display window corners, and cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error alarm on the insulin pump that she was unable to clear. The blood glucose reading was 210 mg/dl. She stated that the insulin pump had been kept out of the bathroom during showers and could not recall any significant event leading to the alarm. Nothing further was reported.